Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it passed. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver case was opened and the internal inspection passed. The log data was downloaded, there was no data within the investigation window. Confirmation of the allegation and a root cause could not be determined.